Manufacturer narrative:
Patient weight is unknown. This report is for three unknown rods/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product codes: mnh, mni, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) rods broke in the construct and nine (9) screws were loose to some degree prior to the revision surgery on (B)(6) 2018. It was unknown when the rods broke. Two (2) of the cranial rods broke just cranial to the titanium parallel connectors that were positioned at t10. The third rod broke on the left caudal medial rod between l4 and s1. The patient initially had posterior synthes universal spine system (uss) hardware from t4 to ilium on (B)(6) 2018, wherein the patient had bilateral cranial rods with screws from t4-t9 that are connected to the caudal rods with a parallel connector bilaterally at t10 that connects the cranial and caudal rods. The caudal rods were connected at t10 and screws from t11-ilium. The right caudal rod was a single rod that runs from t11-ilium. The left caudal side was a series of two rods that were connected and connected into different pedicle screws. The left medial rod was connected into the parallel connector at t10 and to the screws from t11 - s1 (this rod was not connected to l5). The left lateral rod was connected to the medial rod using a matrix snap on connector between the l3 and l4 screws. The lateral rod then runs caudal and was connected into the l5 screw and iliac screw. During the revision, the surgeon removed the caudal rods (below t10). The surgeon also removed the parallel connectors from the t10 area and tested the screws caudal to t10 to make sure that they were tight in bone. The surgeon replaced nine of the screws with larger diameter screws. It was unknown which screws were removed and the sizes were unknown. The surgeon then contoured new rods and used new connectors to connect to the cranial rods. Bilaterally the new caudal rods connected into all the screws from t11 - ilium. There was no second rod on the left side. The rods were connected and the procedure was successfully completed. There was no surgical delay. The patient was fine after the procedure. No reported patient consequence. Concomitant reported devices: uss collars (part 498.010, lot unknown, quantity unknown); nuts (part 498.003, lot unknown, quantity unknown); parallel connectors (part 498.160, lot unknown, quantity unknown). This report is for three unknown rods. This is report 1 of 2 for (B)(4).